Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department for repair of a physically damaged door. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)